Event description:
Reportable on analysis completed 15 november 2018. It was reported the closure device did not meet release criteria. A left atrial appendage (laa) closure procedure was being performed. Transesophagel echocardiogram measurements were performed and a 30mm watchman laa closure device and delivery system was chosen. The closure device was deployed, but the laa was angulated, so the closure device would not anchor to the laa. They recaptured and removed this device and successfully implanted a 27mm watchman closure device. There were no patient complications. However, device analysis revealed kinks on the delivery system. Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) without the implant. The tip, sheath, and core wire were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions/flattened for a length of 9.6 cm that started at the tip), and tip damage (tricuts bent/abrasions). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.